Manufacturer narrative:
(B)(4). The user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Patient's contacted dexcom on (B)(6) 2016 to report that the patient experienced a skin reaction on (B)(6) 2016. The location, date sensor was inserted, and description of the reaction are unknown. Patient reported using a "tape" skin barrier that, when removed, a part of her skin was also removed and created a wound. The name or type of tape is unknown. Patient reported that their healthcare provider didn't recommend any treatment. Date of healthcare provider contact is unknown. No additional event or patient information is available.